Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 was jammed, not opening or closing properly and made clicking sounds. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was jammed, not opening or closing properly and made clicking sounds. A field service engineer (fse) removed the pockets from the impaired auxiliary drawers 2-1 and 2¿2 and removed the impaired drawer from the auxiliary chassis. The fse found broken reid cage, ball bearings all over rails binding, even though somewhat functional. The fse then installed a new replacement drawer, transferred the cubic pockets to new drawer, and powered on the station. Once the application had completed launching, the fse logged in, assigned the replacement drawer and resolved the issue. The system functioned as intended after the field service engineer repaired the device.